Event description:
The customer called for help with her breeze2 meter. She alleged that the meter would not present a test strip or show the blood drop icon. The customer went to the hospital as a result of her meter not working. When she got to the hospital, her blood glucose was tested at 400 mg/dl. She was treated with insulin. At the time of the call, the customer was still at the hospital and did not have her products with her. The customer was advised to return her meter and test strips for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
The customer did not have her meter with her at the time of the call, so it was not possible to obtain that information. It's not possible to determine the manufacture date without the meter information.